Manufacturer narrative:
Corrected g4 to correct reportable event's aware date of (B)(6) 2020. Regulatory report #: (B)(4).medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient was scheduled for a replacement on (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-dec-23 information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal cord stimulation. It was reported the patient stopped using their therapy and did not charge for at least six months, and when their pain returned and they went to charge the ins, they were unable to do so. The patient contacted a manufacturer representative, and they will schedule a special recharge session. No further complications were reported or anticipated. On (B)(6) 2020 rep reported that patient is scheduled for ins replacement due to overdischarges. Rep was just responding to physician request and have not seen patient for overdischarge request. Patient was scheduled for ins replacement tomorrow but was cancelled due to patient's insurance issue. Only 1 overdischarge was done in (B)(6) 2020. That was reported by another rep in (B)(6) 2020. No other physician recharge mode was performed that she is aware of. Reviewed ins overdischarge recovery. Caller reports she is just responding to physician request. Caller reports patient currently is not scheduled for a replacement until patient's insurance approves. No further complications were reported.